Event description:
It was reported that the patient was experiencing residual stimulation after turning off device. The patient underwent an explant procedure.

Event description:
It was reported that the patient was experiencing residual stimulation after turning off device. The patient underwent an explant procedure. Additional information was received that the physician did not suspect any device malfunction. The explanted device will not be returned. No further information could be obtained.